Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2002 and a revision procedure on (B)(6) 2010, due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. Legal counsel for patient reported patient underwent a further revision procedure on (B)(6) 2011, due to patient allegations of pain, discomfort, and effusion. A review of invoice history confirmed the initial procedure. Invoice history revealed that patient underwent revision procedures on (B)(6) 2010 and (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes dated (B)(6) 2010 reports, patient was revised due to aseptic loosening of the left acetabulum and chronic synovitis. Revision op report notes the left acetabular component and femoral head were disarticulated with the femoral head articulating into the pelvic wall. The cup and head were removed and replaced. Additional information received in patient¿s op notes dated (B)(6) 2011 reports, patient was revised due to loosening of the left acetabulum. Revision op report notes the presence of a loose left acetabular component, cavitary and central defects, fibrous tissue, inflammatory changes, and possible infection. The head was removed and replaced. The cup was removed and replaced with a competitor product. Patient records also report patient underwent bilateral total hip arthroplasty (B)(6) 2002. There has been no reported revision procedure for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-04388 / -04390, -05356, -05357, and -05359).